Event description:
It was reported that the bd plastipak¿ veterinary syringe with needle plunger rod was cracked. The following information was provided by the initial reporter, translated from portugueses to english: the customer informs that she always has problems with the needles but that it is ok to use, she usually opens the package and when she is going to aspirate the medicine, sometimes the plunger is cracked inside, les.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual evaluation, damaged luer is observed. No other defects or issues observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, possible root cause is associated with the assembly equipment. Based on the quality team's investigation, we are not able to identify a root cause for leakage past stopper related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ veterinary syringe with needle plunger rod was cracked. The following information was provided by the initial reporter, translated from portugueses to english: the customer informs that she always has problems with the needles but that it is ok to use, she usually opens the package and when she is going to aspirate the medicine, sometimes the plunger is cracked inside, les.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.